Manufacturer narrative:
(B) (6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure in the ascending colon, performed on (B) (6) 2010. According to the complainant, the physician attempted to place the stent using a jagwire 4.5mm, but the guidewire appeared too short for the procedure. No malfunction was reported with the guidewire. The physician did not think he had another guidewire that was long enough, so he decided to continue with the same guidewire. While pushing the stent towards its desired location, off of the guidewire, the physician accidentally perforated the patient's colon. The perforation was noticed at the end of the procedure, after the stent placement as evidenced by swelling. The patient went into shock a couple of hours later, and was in too poor of a condition with advanced cancer to withstand surgery. The patient died the same day, on (B) (6) 2010, with a cause of death reported as perforation. No autopsy was performed. The physician reported no malfunction of the stent, and assessed the relationship between the patient's death and the wallflex stent as "none".